Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were multiple episodes of ventricular noise reversion and high ventricular rate (hvr) noted due to noise on the right ventricular (rv) lead. The lead is an abbott product, however the lead information is not known. The patient was stable with no consequences and will continue to be monitored. Further information has been requested but not received.